Event description:
Physio-control device evaluation found that it powered on/off by itself. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system and memory pcb assemblies at the failure analysis center, and was unable to confirm nor duplicate the reported failure.